Event description:
Olympus (oekg) was informed the evis exera iii gastrointestinal videoscope was returned to the olympus service center for a reported ¿too much pressure in channel 1 and channel 5 on different washing machines¿ during reprocessing. No death or injury and no impact to patient or other has been reported to olympus. Upon inspection and testing, the nozzle at the distal end was found clogged with a foreign material. This report is being submitted to capture the air/water nozzle was found clogged by a foreign material.

Manufacturer narrative:
The repair inspection identified there was no air/water flow at all due to a clogged nozzle at the distal end and it could not be removed. The nozzle was clogged with a foreign black rubber-like material which likely attributed to the customer¿s reported issue. There was no deformation to the nozzle observed. The scope was last serviced via repair on december 16, 2022 the investigation is still ongoing; therefore, the customer¿s reported issue cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Evaluation of the device also identified the plastic distal end cover was slightly damaged. Based on the results of the investigation, the foreign material could not be identified. Olympus will continue to monitor field performance for this device.